Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01103. This report is being submitted as additional information. Additional information. The heart transplant is referenced under MFR. Report # 2916596-2018-03871. The pump was returned and evaluated under this report. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 2 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be determined through this evaluation. The hmii lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient came to the clinic for evaluation and exhibited heart failure symptoms, and lab work was indicative of potential hemolysis with lactate dehydrogenase (ldh) level of 500 u/l, which was higher than baseline. The patient was hypertensive to 110 mm hg. The pump power was elevated on interrogation. A transthoracic echocardiogram (tee) was performed and the clinicians were unable to close the aortic valve or see inflow/outflow cannulas. Another tee was performed, which showed inflow/outflow obstruction and decreased flow through the pump. The patient's symptoms improved with ivf and a heparin infusion. The patient was stable and listed 1a for heart transplant. It was later reported the patient underwent a heart transplant on (B)(6) 2018.